Event description:
The following was reported to a davol sales representative by the surgeon: patient had original operation on (B)(6) 2013,for enterocutaneous fistula with small bowel resection and abdominal wall reconstruction. On (B)(6), the patent presented with an open wound (dehisced) and what looked to be a split of the xenmatrix graft. Patient taken back to theatre in the early hours of (B)(6), a loop ileostomy was performed and a bogatar bag placed on the abdomen. Plan to use negative wound therapy (vac) to close abdomen.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It is reported that the wound reopened and that the xenmatrix graft was split, however we have been unable to confirm this. Additionally, it is unclear at this time if the graft remains implanted. We have contacted the initial reporter to request additional information. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.